Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that false positive architect stat troponin-I results were reported out of the laboratory for two patients. The customer uses a cut-off of 0.05 ng/ml. No adverse impact to patient management was reported. Sample ID (B)(6) tested on (B)(6) 2017 reported result 0.094 ng/ml (positive) and repeat result <0.021 ng/ml (negative). Sample ID (B)(6) tested on (B)(6) 2017 reported result 0.137 ng/ml (positive) and repeat result <0.021 ng/ml (negative).

Manufacturer narrative:
Review of ticket trending and lot search data for likely cause lot 79348un17 did not identify an increase in complaint activity related to the complaint issue. In addition, a device history record review was performed on lot 79348un17 which did not show any potential non-conformances, deviations, or non-conformances. Accuracy testing was also performed to evaluate the performance of reagent lot 79348un17. An internal troponin-I panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Use error may have contributed to the customer's falsely elevated result as the complaint text indicates a possible sample integrity issue. Based on the available information, no product deficiency was identified for architect stat troponin-I reagent lot 79348un17.